Event description:
Resident was being transferred from the bed to a wheelchair. They were appropriately placed onto the sling, the sling was attached to the spreader bar, and the resident was raised from the bed. As the resident was being positioned over the wheelchair in preparation for lowering them into the chair, the cna pushed on the upright handles of the upright pillar. The vertical pin, which attaches the 4-point spreader bar to the lift, broke. The resident fell, striking first the edge of the wheelchair seat and then fell to the floor, bending left leg beyond its usual range of motion. The resident was lifted back into bed by facility staff. They complained of pain in left knee, hips, and the back of head. They were transported to the emergency room and diagnosed with a slightly impacted fracture of the distal left femur.